Event description:
Boston scientific received information that this patient called boston scientific (bsc) patient services stating that she wasn't feeling well. The bsc sales representative (sr) was contacted and he stated that this patients right ventricular (rv) lead exhibited high thresholds, capture only at max outputs, and oversensing the atrium. The patient has atrial fibrillation, and it is believed, but unconfirmed, that the rv lead has dislodged. The physician is aware of this, and will address the lead issue at the time of device replacement in an effort to reduce the surgeries they put this elderly patient through. To date, no adverse patient effects have been reported.

Manufacturer narrative:
(B)(4).

Event description:
Additional information became available that this right ventricular (rv) lead with its continued high thresholds, caused the pacemaker to deplete quickly. As a result the lead was surgically abandoned and successfully replaced along with the device. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.